Manufacturer narrative:
(B)(4). The mountaineer head-to-head cross connector tightener (product code: 2883-07-200, lot number: gb0305) was returned to the complaints handling unit (chu). Trace amounts of rust were featured around etched lettering on the surface of instrument.this head-to-head cross connector tightener provides an amount of torque equal to its upper torque limit of 2.75 n*m. The standard deviation permits more torque than intended. The tightener is out of spec. Disassembling the tightener revealed little in the way of distinct evidence detailing why the tightener could ratchet at a higher amount of torque than intended. However, some degree of rust and wear were evident on the sprocket ratcheting mechanism and the shaft of the device. This may have been significant enough to prevent the tightener from ratcheting at a consistent amount of torque. The rust and wear may have accumulated over the course of the instrument¿s >10 years in service. The rest of the instrument appears to have a limited degree of lubrication. No other defects were found. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener exerting excessive torque on the inner screws cannot be positively determined from the sample and information provided. A potential root cause may be rust and damage in combination with the advanced age of the instrument, resulting in more force than anticipated being needed in order for the tightener to ratchet. It should be indicated that work instruction wi-5220 revision l was incorporated on may 6th, 2013. This work instruction details the refurbishment process and minor component replacement processes which depuy spine instruments shall follow. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Case date: (B)(6). Case occurs, there is some inter-operative difficulty, rep covering the case in unclear as to what took place. (B)(6): I have a follow up discussion with the surgeon who informs me of the following details, which clearly indicate a need to file an adverse event report: as surgeon was final tightening the cross connector cap, the head of the mountaineer screw appeared to splay open doing clear damage to the screw, and seemingly popping set screw out of bone screw. Screw, cap, nut, and cross link were all removed and replaced with new implants.